Manufacturer narrative:
Us customer contacted cepheid to discuss an encounter with a patient discrepant. Customer reported the specimen was supposed to be run on xpert xpress sars-cov-2, but it was tested with xpert xpress cov-2/flu/rsv plus by mistake. An oropharyngeal swab specimen was collected from the patient on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus test, which resulted as sars-cov-2 negative; flu a positive; flu b negative; rsv negative. Sample was processed per the pi. This result was reported to the physician. A nasopharyngeal swab specimen was collected from the patient on (B)(6) 2021 and was tested with xpert xpress cov-2/flu/rsv plus, which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was processed per the pi. This result was reported to the physician. This case involves a symptomatic patient who tested positive for flua by xpress 4plex test, with strong amplification. Testing was initially performed using a throat swab, which is off label. An np swab was collected the same day and was negative, with no evidence of product malfunction and no harm to the patient. The likely root cause is a specimen mix up. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss an encounter with a patient discrepant. Customer reported the specimen was supposed to be run on xpert xpress sars-cov-2, but it was tested with xpert xpress cov-2/flu/rsv plus by mistake. An oropharyngeal swab specimen was collected from the patient on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus test which was noted to be off-label use. The test resulted as sars-cov-2 negative; flu a positive; flu b negative; rsv negative. Sample was processed per the pi. This result was reported to the physician. A nasopharyngeal swab specimen was collected from the patient on (B)(6) 2021 and was tested with xpert xpress cov-2/flu/rsv plus, which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was processed per the pi. This result was reported to the physician. Customer reported the patient was symptomatic for covid-19 at the time of testing. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.